Event description:
It was reported to boston scientific corporation that a resolution clip was used on (B)(6), 2011 during a colonoscopy.according to the complainant, during the procedure, the clip separated from the delivery catheter, but fell from the patient's tissue in a closed state. The clip was left to pass naturally. The procedure was completed with another resolution clip.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.this event has been deemed reportable based on the investigation results; clip failed to release.

Manufacturer narrative:
(B)(4): a visual examination found that the device returned with the clip assembly mashed onto the bushing. The control wire was kinked and not attached to the clip assembly. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The condition of the returned incident device was not consistent with the complaint that the clip separated, but fell from the tissue. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.